Manufacturer narrative:
No product was returned for evaluation; therefore a definitive root cause could not be determined and corrective or preventive action is not indicated at this time.

Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. No root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the vital signs¿ pressure infusor (500 ml) do not hold pressure/deflated but can be used for infusions. There is no patient involvement associated with the event.